Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found three internal insulation abrasions noted breaching the ring electrode cable lumen located on the distal portion (b) between the right ventricle shock coil and left ventricle shock coil. In one location all inner cable lumen was abraded with no damage noted to the ptfe liner and the cable coating in any location. The external insulation abrasion was noted proximal to the suture sleeve tie impression consistent with friction to the device can also located on the distal portion (b) breaching the right ventricle cable lumen with no damage noted to the inner cable lumen or the cable coating. Electrical testing did not find any indication of conductor fractures or internal shorts. All other damages found are consistent with procedural damage.